Event description:
The patient was hospitalized for hypoglycemia. The patient inadvertently administered excess insulin by inserting the cartridge and priming the pump while attached to the insulin set.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pump user guide instructs users to disconnect from the set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind/load cartridge/prime sequence. The patient has continued to uses the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.